Manufacturer narrative:
(B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The pt fell which lead to the adverse event. Should additional information becomes available and / or device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that the pt fell and broke tuberosities, therefore, requiring total shoulder replacement to be revised to a reverse shoulder replacement.